Event description:
Customer called lfs in 2002 alleging their one touch profile meter was reading inaccurately low. A patient reported they called advise nurse, who told them to eat a sandwich and drink some orange juice. Customer stated they had no symptoms before or after eating. The result on their meter was 26 mg/dl. The result on the meter 2 hours later was 104 mg/dl. Treatment was orange juice and peanut butter and jelly sandwich. No further information has been reported.